Event description:
It was reported that the post of the patient's tibial hinge component fractured. The patient underwent a revision surgery on (B)(6) 2023 and the following implants were revised: tibial hinge component, poly spacer, and distal femur axial pin. Images of the explanted implants identified that there was damage to the top of the tibial poly spacer. It was reported that there was suspected metal debris from the tibial hinge component fracture. No additional information regarding this adverse event has been reported.

Manufacturer narrative:
The investigation is in process. When the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple mdrs have been submitted for this adverse event: #3013450937-2023-00142.

Event description:
It was reported that the post of the patient's tibial hinge component fractured. The patient underwent a revision surgery on (B)(6) 2023 and the following implants were revised: tibial hinge component, poly spacer, and distal femur axial pin. Images of the explanted implants identified that there was damage to the top of the tibial poly spacer. It was reported that there was suspected metal debris from the tibial hinge component fracture. No additional information regarding this adverse event has been reported.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The device history records and sterilization batch records were reviewed and there were no non-conformances identified that would have contributed to this complaint. If additional information is obtained, a supplemental MDR will be filed accordingly.